Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 977d260 (serial: unknown); product type: 0215-screening device; implant date: on (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a potentially infectious boil was found at the site of the suture where the trail lead was placed. Patient was prescribed antibiotics and picked them up to start taking as soon as possible.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# va35g7c023, serial# unknown, implanted: (B)(6) 2025 explanted: (B)(6) 2025, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the trial lead was pulled and the patient was prescribed antibiotics at that time which were effective. One day later the patient was hospitalized and taken to surgery for an epidural abscess.